Event description:
During a follow-up several vf episodes due to noise and low impedance were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.